Event description:
It was reported that while evaluating the device on a service visit, the field service tech found that the power plug was melted. There were no flames or smoke reported with this event and there were no adverse consequences.

Manufacturer narrative:
The power cord was replaced, passed all tests and, was returned to service.